Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08720 inches. Pump error 63 (variable 3) alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. No audio or vibrate or absence of alarm anomalies noted during testing. Insulin pump communicated properly with the guardian link 3 and the test plug. Insulin pump was able to enter into auto mode properly. No pump or sensor communication anomaly, calibration anomaly, change sensor or bad sensor alarm or cal error or calibration not accepted alarm noted during testing. Insulin pump had a faded serial number label, minor scratched display window, scratched case and a pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they could not connect to the transmitter. The customer stated that the insulin pump rattles when the customer shake it. The customer stated that there was a reservoir inside the insulin pump. The customer was able to successfully connect the devices. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.